Manufacturer narrative:
This product is registered as a combination product. Further information was requested but was not available.

Event description:
Related manufacturer report number: 2017865-2020-05154. It was reported that the system was explanted due to infection.